Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge septum was damaged as customer wasn't able to insert syringe needle into the fill port. There was no reported adverse impact to the customer's blood glucose level. A cartridge change was performed resolving the issue.